Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (27270mcg/ml at 4168mcg/day), clonidine (1514mcg/ml at 231.4mcg/day), and bupivacaine (30300mcg/ml at 4631mcg/day) via an implanted pump. Indication for use was noted as non-malignant pain and other non-malignant pain. It was reported that motor stalls occurred. The motor stall was seen at initial interrogation. The oldest motor stall seen on the event logs was noted as (B)(6) 2015. The old event in the event logs is from (B)(6) 2015 and was related to the pump being updated. Multiple motor stall and motor stall recoveries had occurred. A motor stall occurred on (B)(6) 2015, a "stopped pump period may exceed tube set" occurred on (B)(6) 2015. Motor stall recovery occurred on (B)(6) 2015 at 18:13. Motor stall occurred on (B)(6) 2015 at 21:45. A "stopped pump period may exceed tube set" occurred on (B)(6) 2015 at 21:45 the patient had not had a recent MRI. The patient had withdrawal symptoms, flu like symptoms. The patient started taking "orals" when this occurred. The hcp reported that these symptoms occurred in november but was not sure on the exact date. It was noted that the hcp was going to discuss pump replacement with the patient's doctor. There was no information on potential causes or factors that may have led to the device issue. No troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report. Relevant medical history, pre-existing conditions, significant medical history were also not provided.